Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. Returned product consisted of a renegade micro-catheter. The hub, shaft and tip were microscopically examined. The device showed the coating looked to be peeled back towards the proximal end of the shaft. This damage looks to be consistent with interference with the sheath, by not keeping the device hydrated during movement of the catheter during the procedure. There were 2 places the peeling looked damaged. The 1st area was 56cm from the tip. The 2nd area was 60.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between the renegade fiber braided micro-catheter and guide catheter. (B)(4).

Event description:
It was reported that the coating of the catheter came off. The target lesion was located in the popliteal artery. A renegade was selected for use. During procedure, it was noted that the outer coating of the catheter came off. Procedure was completed with a different device. No patient complications were reported.